Event description:
A report was received that the patient underwent a pocket revision due to difficulty charging. The physician repositioned the ipg as it was too deep within the pocket and the patient was reportedly doing fine.